Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator at an off-label location and incident occurring during the implant procedure have been ruled out as potential causes. However, the clinical representative disclosed the patient did not suffer a stroke and the patient did not disclose experiencing any infection-related symptoms. In addition, the clinical representative reported the patient has contraindication conditions (patient uses 2l nasal cannula continuously and has rheumatoid arthritis). A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).

Event description:
The patient underwent peripheral nerve stimulator trial on (B)(6) 2021 during an in-office procedure. The patient was alert and oriented during a call with the reporter in the afternoon of (B)(6) 2021. Later in the day on (B)(6) 2021, the patient seemed confused and dizzy and was taken to the hospital. The patient was admitted to the hospital for observation for stroke. As of (B)(6) 2021, stroke and mi were ruled out and the patient was diagnosed with a uti that was unrelated to the trial event. The patient was prescribed antibiotics for the uti and trial leads were removed on (B)(6) 2021. No further issues have been reported.